Event description:
The pt reported a fall that resulted in return of tremor on their left-side; headache and blurred vision symptoms were also reported. The representative re-directed the pt to follow-up with the hcp. Additional information has been requested from the physician.